Manufacturer narrative:
Bayer case number: (B)(4). Bleeding [genital bleeding] essure inserted incorrectly [device placement at incorrect location] musculoskeletal pain [musculoskeletal pain] headaches [headache] chronic fatigue [chronic fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-feb-2026. The most recent information was received on 06-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted (lot no. D60148) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), device implantation error ("essure inserted incorrectly"), musculoskeletal pain ("musculoskeletal pain"), headache ("headaches") and fatigue ("chronic fatigue"). At the time of the report, the genital haemorrhage, musculoskeletal pain, headache and fatigue had not resolved. The outcome of device implantation error was unknown. No causality assessment was received for essure with regard to device implantation error, fatigue, musculoskeletal pain, genital haemorrhage or headache. Batch number: d60148; expiration date: 2018-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) bleeding [genital bleeding] , essure inserted incorrectly [device placement at incorrect location] , musculoskeletal pain [musculoskeletal pain] , headaches [headache] , chronic fatigue [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted (lot no. D60148) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), device implantation error ("essure inserted incorrectly"), musculoskeletal pain ("musculoskeletal pain"), headache ("headaches") and fatigue ("chronic fatigue"). At the time of the report, the genital haemorrhage, musculoskeletal pain, headache and fatigue had not resolved. The outcome of device implantation error was unknown. No causality assessment was received for essure with regard to device implantation error, fatigue, musculoskeletal pain, genital haemorrhage or headache. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.